Event description:
It was reported the psi was being placed into the pt's internal jugular in the critical care unit. When attempting to remove the spring wire guide, the clinician felt resistance and thought the wire was caught on the needle. As a result, both the needle and guide wire were removed as one. A new kit was used to place the psi successfully. There was a delay in treatment with no pt harm and no pt death or complications were reported. It was noted the guide wire appeared to be freed upon removal.

Manufacturer narrative:
(B)(4).